Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported, "PICC reported not performing on (B)(6) 2024. Dual lumen 55 cm trimmed to 51 cm. Nurse reported 'backing up into white line when you flush the pink line' PICC was removed and a triple lumen PICC inserted into other (right) arm. Upon removal of complaint PICC, the rupture was noted." There was no patient harm or injury. No medial intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The report of a catheter body ballooned was confirmed by the photos as they revealed ballooning of the catheter extrusion. The customer also returned one 2-l PICC catheter for analysis. Definite evidence of use was observed on the catheter. Visual analysis revealed ballooning of the catheter extrusion between the 33cm and 34cm marking from the juncture hub. As reported by the customer, the catheter tip was intentionally severed. The outer diameter of the catheter measured 0.0715" which is within the specification limits of 0.069-0.074" per the catheter extrusion product drawing. The returned catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000078) which states that "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 seconds when tested per bs en iso-10555-1 annex c." The catheter extension lines were individually connected to a lab leak tester and pressurized to 300 kpa for 30 seconds. When the catheter extrusion was occluded/clamped proximal to the catheter ballooning, no backflow or leaking was observed. When the catheter extrusion was occluded/clamped distal to the catheter ballooning , backflow was observed. Therefore, the ballooning of the extrusion likely contributed to the catheter backflow experienced by the customer. R & d was consulted as part of this complaint investigation. They proposed that the lumen must have been blocked when pressurized, causing the septum between the lumens to break. After consultation, a lab inventory pin gauge was inserted through both catheter lumens. A minor blockage was identified within one lumen distal to the catheter ballooning. The catheter extrusion was cross sectioned to further observe the blockage. Based on the appearance of the blockage, the manufacturing facility was consulted. They stated that the appearance of the blockage is not consistent with the catheter extrusion material. Additionally, a 100% wire test and 100% flow test inspections are conducted during production of the catheter to ensure no blockages are present. Therefore, the blockage was likely introduced in a clinical setting during customer handling. A device history record review was performed with no relevant findings. The IFU provided with this kit informs the user, "use only lumen(s) labeled "precaution: do not exceed maximum pressure of 300 psi (2068.4 kpa) on power injector equipment to reduce risk of catheter failure and/or tip displacement. Precaution: do not exceed ten (10) injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to minimize the risk of catheter failure and/or tip displacement. Precaution: pressure limit settings on injector equipment may not prevent over pressurizing an occluded or partially occluded catheter. Precaution: use appropriate administration set tubing between catheter and pressure injector equipment to minimize the risk of catheter failure." The report of a ballooned catheter body was confirmed through complaint investigation. Visual analysis revealed ballooning of the catheter extrusion 33-34cm from the juncture hub. Functional testing and consultation with r & d revealed that the catheter backflow experienced by the customer likely occurred due to the ballooning of the catheter extrusion. The catheter passed relevant leak testing when the catheter was occluded proximal to the ballooning. The manufacturing facility further confirmed that the catheter is 100% wire and leak tested during production of the catheter to ensure that no blockages are present. Therefore , based on the customer report, sample received, and feedback provided, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "PICC reported not performing on (B)(6) 2024. Dual lumen 55 cm trimmed to 51cm. Nurse reported 'backing up into white line when you flush the pink line' PICC was removed and a triple lumen PICC inserted into other (right) arm. Upon removal of complaint PICC, the rupture was noted." There was no patient harm or injury. No medial intervention required. The patient's current condition is reported as "fine".